Event description:
The customer reported via phone call that they had a low reservoir anomaly. Customer reported that they were not alerted when the reservoir was low. Troubleshooting found the insulin pump passed a displacement test. It was also found the alarm history did not show a low reservoir alert when they had little insulin remaining. Customer's blood glucose was over 190 mg/dl. The customer requested a replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.